Event description:
Customer received a blood glucose result between 400mg/dl and 500mg/dl. The customer went to the hosp at 9pm. Their blood glucose at the hosp was 170mg/dl. An IV of unk solution was given. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.